Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint was cause traced to component failure. However, a root cause for foreign material in the control unit could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for evaluation related to a separate issue. During testing the service repair technician identified the device had peeled adhesive around light guide and objective lens and also had foreign material in the control unit. There was no patient involvement.